Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Unit received with steady white display due to broken traces on lcd glass. Unable to verify missing segments or partial display due to display anomaly. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with minor scratches on lcd window.

Event description:
The customer mentioned after changing the battery, the screen of the insulin pump was white and orange. The customer was playing golf. The customer does not know how it occured. The customer's blood glucose is unknown. The insulin pump will return.